Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting an "error 1" message. Per the onetouch ultra2 owner's booklet, this message indicated there is a problem with the meter. The medical surveillance specialist (mss) spoke with the pt on december 31, 2009 and obtained the following info. The pt reported that the alleged error message began to appear on the afternoon of event date after he replaced the subject meter's batteries. The pt informed the mss that he test between 4-8x/day and manages his diabetes by taking a set dose of lantus insulin at bedtime and novolog insulin before his meals (based on a sliding scale). As a result of the alleged issue, the pt claimed he was unable to test his blood glucose for over 1 week. The pt reported that he continued to take his usual dose of lantus insulin and would only take 15 units of novolog before his meals. One week after event, the pt reported that he began to feel dizzy and was "blacking out" off and on. At 3:00pm that afternoon, he saw his physician as a result of the symptoms. The pt claimed his blood glucose was over "600 mg/dl" when tested with his doctor's meter. The pt stated his physician immediately advised him to go to the ER. When he arrived to the ER, the pt claimed his blood glucose also tested at "600 mg/dl" with a hospital/ER meter and was treated with insulin (type and dose unk). The pt reported he was hospitalized for a couple of days and released two days later. At the time of troubleshooting, the cca noted that the alleged error message remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.